Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen was blank. It was reported that the pump was worn underneath clothing on the patient¿s leg while the patient was exposed to -30 degree celsius (-22 degrees fahrenheit) temperatures the day previous to the issue. The reporter noted the display became dim and discolored the day previous to the issue. This complaint is being reported because the reported display screen issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.